Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the rotor on the imaging system was misaligned and that a gear had broken off of the winch assembly. To resolve the reported issue, the representative realigned the rotor and replaced the winch assembly. The imaging system then passed the system checkout and was found to be fully functional. The suspect winch assembly has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, when performing a spin with the imaging system, the gantry door would not open. The site manually opened the door to resolve the reported issue. No additional information was provided. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Analysis of the returned door winch assembly confirmed a physical damage as the center gear shaft was bent and the drive gear teeth on the motor were physically damaged, causing the winch kit to not function correctly.